Event description:
It was reported the patient received the following results within 15 minutes: 168 mg/dl (lot 1) and lo (result less than the measuring range of the system, which is 20 mg/dl (lot 2) on the same meter.

Manufacturer narrative:
This case, with patient identifier (B)(6) (lot 2), is related to case with patient identifier (B)(6) (lot 1).

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned